Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, while on the removal of specimen, the pouch of the device broke and the specimen fell into the cavity. The specimen was immediately retrieved. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Distal tip of the bag was stretched and deformed. The bag had separated at the weld. The bag was not cinched. The string had separated from the bag. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The most probable cause could be that device was used in a manner that subjected the specimen pouch to excessive force which would have stretch out bag beyond limit until weld gives way. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.